Manufacturer narrative:
The device was returned to the MFR for eval. It was found that the device was in calibration on all graft settings and the motor ran within the spec limits. Additionally, it was found that the control bar was high. It was determined that the head was damaged. Parts replaced included; head, bearings, reciprocating arm, and seal and retaining ring. The device was repaired according to procedure and returned to the customer. A review of service records indicate that the device was purchased in 2007 and has not been returned to the MFR once for repair or preventative maintenance. It is documented in the instruction manual included with the device that "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance."

Event description:
It was reported that the zimmer electric dermatome was skipping when cutting the skin. There was no report of injury or adverse pt consequences associated with this incident.